Event description:
During device evaluation, the surface of the protectors and/or buttons of the subject device contained plaque/foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material was found on the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. The user indicated that disinfectants not from the list of recommended disinfectants were used during reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.